Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that a patient that was treated for three aneurysms: one aneurysm was located in the right internal carotid artery (ica); and two other aneurysms were located in the left ica. The right ica aneurysm was successfully occluded; however, near the end of the procedure a coil (subject device) loop herniated into the parent vessel, requiring placement of a stent to pin the herniated coil loop. The left ica contained two aneurysms. The larger aneurysm was successfully occluded using a stent followed by multiple coils. A coil loop herniated out of the smaller aneurysm into the parent vessel after coiling, due to the aneurysm being wide neck. However, a good result was achieved with occlusion of the aneurysm. A stent was successfully placed to pin the herniated coil loop rather than repeat coiling. Near the conclusion of the exam, there was clot formation noted in the stent which was treated with 5mg of reopro and 5mg of verapamil, which successfully eliminated the thrombus formation. The patient was not impacted by this and is at home and doing well.

Manufacturer narrative:
The subject device remains implanted; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the investigation and information available, this event is associated with a product that meets design and manufacturing specifications, and was used in according to the directions for use, but device performance was limited due to procedural factors/operational context.

Event description:
It was reported that a patient that was treated for three aneurysms: one aneurysm was located in the right internal carotid artery (ica); and two other aneurysms were located in the left ica. The right ica aneurysm was successfully occluded; however, near the end of the procedure a coil (subject device) loop herniated into the parent vessel, requiring placement of a stent to pin the herniated coil loop. The left ica contained two aneurysms. The larger aneurysm was successfully occluded using a stent followed by multiple coils. A coil loop herniated out of the smaller aneurysm into the parent vessel after coiling, due to the aneurysm being wide neck. However, a good result was achieved with occlusion of the aneurysm. A stent was successfully placed to pin the herniated coil loop rather than repeat coiling. Near the conclusion of the exam, there was clot formation noted in the stent which was treated with 5mg of reopro and 5mg of verapamil, which successfully eliminated the thrombus formation. The patient was not impacted by this and is at home and doing well.